Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty cable caused by a damaged cable unit which caused a communication failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not reproduce or confirm the customer¿s reported image issue but found a leak due to a damaged cable. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, only half of the image was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.